Manufacturer narrative:
(B)(4). The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during attempt to implant stents from a trabecular microbypass stent system in the patient's right eye (od). Per report, the surgeon successfully removed the stent and trocar remnant intraoperatively from the patient's eye, and the procedure was completed with stents implanted from a back-up device. The report noted compromised intraoperative visualization, patient's movement during stent deployment and surgical technique/experience with the device contributed to the event. Through follow-up, the surgeon reported that there was no adverse impact to patient, and no intervention was required. The report also reiterated that patient's movement contributed to the event. The patient's postoperative status was reported as "happy with stent placement and the event resolved".

Manufacturer narrative:
The evaluation of the returned device was completed. The broken tip of the trocar was not returned. An x-ray evaluation revealed that the cam assembly had been activated once, and one (1) stent was found before the splay, outside the singulator. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions. The injector¿s splayed trocar was found broken at the splay. The trocar was likely damaged during deployment of the first stent during the procedure. The trocar was bent up, in the direction of the insertion tube v-slot. The trocar was likely further damaged due to how the device was returned. Images identified damage on the frontal components; however, conclusions based on the findings were confounded by the condition of the returned product. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected. No other non-conformances related to the reported event were found. Conclusions based on the evaluation findings were confounded by the condition of the returned product. Therefore, the root cause of the reported issue was not definitively identified; however, the most likely cause is due to a heavily biased trocar during the deployment of the first stent. MFR# reference: (B)(4).